Event description:
It was reported that a malfunction occurred on the pump, with no notable events leading to it. There was no information regarding any adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur.